Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed for either the propofol infusion or the fentanyl infusion. The pcu event log shows that the infusions ran between 3:32 am on (B)(6) 2017 and 10:59 am on (B)(6) 2017. The propofol infusion was programmed on pump module s/n (B)(4) at rates/doses of 3.4ml/hr (10mcg/kg/min) and 5.1ml/hr (15mcg/kg/min). There were no propofol boluses delivered. The fentanyl infusion was programmed on pump module s/n (B)(4) at rates/doses of 3.75ml/hr (75mcg/hr), 6.25ml/hr (125mcg/hr), 2.5ml/hr (50mcg/hr) and 5ml/hr (100mcg/hr). In addition, there were 2 boluses of 50mcg programmed and delivered at 2:31pm and 4:43 pm on (B)(6) 2017. The volume recorded as infused during this period was 132.624ml for the propofol infusion and 130.868ml for the fentanyl infusion. The root cause of either reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that infusions of propofol and fentanyl were programmed incorrectly and resulted in over infusions. The fentanyl was a continuous infusion of 2000 mcg in 100 ml intended to be titrated within a range of 25 to 300 mcg/hr; at least two 500 mcg boluses are believed to have been administered. The propofol was a continuous infusion to be titrated with a dosing parameter of 5 to 75 mcg/kg/min with no boluses ordered, although boluses are believed to have been administered. The customer does not allege any pump malfunction. While no medical intervention was necessary, it is believed that extra dosing of both medications occurred, resulting in over-sedation and prolonged intubation.